Event description:
It was reported that, during the repositioning of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. A defibrillation threshold (dft) test was performed; however, it failed to convert the rhythm twice. It was decided to explant the whole system and an implantable cardioverter defibrillator (ICD) system was scheduled to be implanted at a later date. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the repositioning of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. A defibrillation threshold (dft) test was performed; however, it failed to convert the rhythm twice. It was decided to explant the whole system and an implantable cardioverter defibrillator (ICD) system was scheduled to be implanted at a later date. This system is expected to be returned for analysis. No further adverse patient effects were reported.